Event description:
It was reported that the user experienced hyperglycemia while operating the ilet in bg run mode after applying a new cgm sensor without entering the sensor code, and a large air bubble was later identified in the insulin cartridge, prompting troubleshooting and education on correct setup and bubble prevention. Symptoms included elevated blood glucose. Outcomes included user self-management per high glucose protocol with a corrective dose of rapid-acting insulin and successful cgm pairing with code entry. Investigation included customer interview, troubleshooting with user, and review of device use and setup steps. Investigation of this case revealed user error related to cgm code omission and the presence of air in the insulin cartridge, which can impede insulin delivery. It was concluded that the event was related to hyperglycemia with cause unclear due to combined factors of cgm setup error and air in the cartridge, with no evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.